Manufacturer narrative:
The device has been received by boston scientific and product analysis has been completed. Based in the picture attached in the complaint is possible to confirm the partially detached/separated from the luer fitting at the adhesive joint. Visual inspection revealed that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The reported clinical observations were confirmed.

Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvc), an inellanav mifi oi catheter was selected for use. During the procedure it was noted that the connector tubing was fractured. No error messages were displayed. The irrigation was not interrupted or stopped during the procedure. The flow rate was: 2 ml/min for stand by flow,17 ml/min for low power flow and 30 ml/min for high power flow. This catheter was replaced, and the procedure was completed without any patient complications. This catheter has been returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat premature ventricular contractions (pvc), an inellanav mifi oi catheter was selected for use. During the procedure it was noted that the connector tubing was fractured. No error messages were displayed. The irrigation was not interrupted or stopped during the procedure. The flow rate was: 2 ml/min for stand by flow,17 ml/min for low power flow and 30 ml/min for high power flow. This catheter was replaced, and the procedure was completed without any patient complications. This catheter is expected to be returned for laboratory analysis.